Manufacturer narrative:
The device was returned to the manufacturer for analysis. The hardware investigation found that the reported event was related to excessive patient data. The boot-up process performed as expected following exam removal. The rotor was manually aligned allowing the door to close correctly. The system was then re-homed. A full imaging system check-out was completed following part replacement. Full system functionality was confirmed. System performed as intended. The system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion case, the imaging system had lost home while attempting to close the door. After re-calibrating home they attempted to close the door around the patient and received a door open warning. The mobile viewing station was also taking longer than normal to boot up. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.